Event description:
Medtronic received information that during the implant of this 24mm mitral mechanical valve, it was explanted and replaced with another manufacturers product. The reason for the replacement was reported as after implant, the mechanical valve could not be seated into the annulus properly, resulting in valve mismatch. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b.1: adv evnt/prod prob: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the reason for replacement as patient prothesis mismatch, as the valve was too large and could not be implanted. It was further noted that the healthcare professional (hcp) does not believe the valve or valve sizer were incorrectly sized. The replacement device was reported as a 27mm valve of a different manufacturer. No additional adverse patient effects were reported.